Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the set screw didn¿t set. The set screw for one of the leads would not secure the lead in the ins. Tried multiple times to reseat the screw. Backing the screw out and then forward until the torque wrench would click but the lead would still pull out easily. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Regarding the set screw issue, the leads that were used to attempt to secure into the first ins are still implanted and in use. A different ins was used and the issue was resolved.